Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients paddle lead had migrated. As a result, surgical intervention may occur at a later date to resolve the issue.